Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. The reported patient effects of inflammation and mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects cannot be determined. The reported hospitalization and surgical procedure were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: article titled, mitral valve replacement following a failed mitraclip procedure.

Event description:
This is filed to report recurrent mitral regurgitation (mr) and tissue damage. It was reported through a research article that in 2010, a mitraclip procedure was performed to treat severe mitral regurgitation (mr). 18 months later, the patient returned to the hospital with recurrent mr and tissue damage; therefore, mitral valve replacement was performed. Details are listed in the attached article, titled: ¿mitral valve replacement following a failed mitraclip procedure.¿ no additional information was provided.